Event description:
It was reported that the patient with this right ventricular (rv) lead presented syncope, fainting, loss of consciousness, dizziness and asystole at an in-clinic follow-up. The lead recorded oversensing of noise, pacing impedance high out of range and brady pacing not delivered when required, resulting in a 4 second pause. An x-ray was performed and a lead conductor fracture was observed. The physician decided to surgically abandon this lead and implant a new lead. No additional adverse patient effects were reported.